Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 328mg/dl. The customer had symptoms of diabetes ketoacidosis and was throwing up. Troubleshooting was performed. The mother also mentioned that the insulin pump alarmed motor error during rewind. Assisted the caller to run a displacement and self test and they passed. Advised the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test. Unable to prime during prime test due to moisture damage inside force sensor.